Event description:
It was reported that the patient presented in clinic two days post implant experiencing diaphragmatic stimulation. The atrial lead was repositioned successfully without complications. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).